Event description:
It was reported that the patient had serious back pain around the ribs. The pain occurred whether stimulation is on or off. The patient did not feel stimulation in her back, only in her legs. The patient had never felt stimulation in her back area. The pain was intermittent, sharp, and shooting in the area of her ribs on the left side. When patient gets up from a chair it "really pulls." There was sharp pain when the patient coughed or laughed. The cause of the pain was unknown. The patient and health care professional discussed lead migration and revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n290768, implanted: (B)(6) 2012. Product type: accessory. (B)(4).